Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for hypoglycemia. The blood glucose levels were not reported. The customer stated she had been rewinding and priming while connected to the insulin pump. Troubleshooting was performed and the insulin pump passed the required tests.